Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter reverted to the memory mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 7:30 am. The patient stated that she manages her diabetes with pills, diet and/or exercise. The patient denied taking any action regarding her diabetes management due to the alleged issue. Approximately 4 hours after the start of the alleged issue, the patient reportedly developed a headache, and felt jittery, which she associated to a low blood sugar. The patient claimed that at 11:15 am she self treated with hard candy to alleviate her symptoms. At the time of troubleshooting, the cca noted that the alleged issue was resolved with proper instruction. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's products have been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.